Manufacturer narrative:
Other applicable components are: product ID 3537 lot# serial# unknown implanted: explanted: product type programmer. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an advanced evaluation trial device. It was reported the trial patient had pain from stimulation in her vaginal area; the stim was adjusted and then the patient had no pain. On (B)(6) she stated that after the phone call yesterday everything went downhill. Patient has had diarrhea and she had to take anti-diarrheal, which she thinks is from the antibiotics; she stated she also ate yogurt and probiotics to help. The patient reported her urge has increased with the diarrhea and it is at a 3; things haven¿t been easy. On (B)(6) the patient reported tremendous gas and a lot of diarrhea, passing a lot of gas and has leakage with it. On (b))(6) the patient reported her antibiotics were still bothering her (causing leakage) and she had to take anti-diarrheal. On (B)(6) the patient had an accident today and was not able to control it. On (B)(6) patient stated she had a bm that she had no control of and the batteries are dying on the controller; support staff reviewed how to change the batteries. On (B)(6) patient mentioned again batteries running low, also mentioned of previous diarrhea. On (B)(6) states due to having diarrhea for a whole week it threw her evaluation off so her doctor might keep her on trial longer period, she is not sure. No further complications were reported or are anticipated.